Event description:
It was reported that shortly after implant, the patient experienced a cardiac arrest, and it was found that the lead integrity alert had triggered. The right ventricular (rv) lead exhibited noise oversensing, which resulted in an inhibition of pacing from the device. The physician determined that the oversensing/noise was related to the device header, and it was suspected that the rv lead had not been inserted far enough past the setscrew. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found.